Manufacturer narrative:
Uss reference #: 200606-0788..

Event description:
Procedure: rectopexi. Reportedly, the instrument was fired over heavy tissue. The instrument fired and cut, but the device stuck on the tissue without properly forming the staples. The patient has to stay in the intensive care unit, however no further information is available.